Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the customer consumed food and delivered too much insulin via bolus for the amount of food consumed. Blood glucose (bg) level was 118mg/dl. The customer consumed fruit cups to address bg. Recommendation was made to consult with health care provider regarding diabetes management.